Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the patient experienced a keypad error on their insulin pump. The patient's blood glucose level was 400+mg/dl. Trouble shooting was performed. Pump is being returned. No further information available.

Manufacturer narrative:
The insulin pump had intermittent button response due to flattened dome switch on all buttons. The insulin pump passed the displacement, rewind, basic occlusion, prime and no delivery tests. The insulin pump had minor scratches on the display window, cracked display window corners and missing end cap sticker.